Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: on investigation, the alleged bolus calculation discrepancy issue was not verified in the pump history. Daily bolus deliveries were calculated from the bolus history over a period of 5 days beginning on the day of the complaint and the total bolus delivery calculations on each day match the tdd history with no discrepancies. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidents. Normal and audio bolus were delivered and recorded correctly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 319 mg/dl with nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Review of basal deliveries indicated that there was discrepancy between the total daily basal delivery and the basal program due to a cartridge change. Review of total bolus deliveries indicated that there was a greater than 5% discrepancy between the total daily bolus shown in the pump vs. The total daily bolus added up manually. Troubleshooting was unable to resolve the issue. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on the alleged inaccurate delivery of unknown causes.